Event description:
The customer's biomed tech reported that the mts centrifuge timer does not reset to 10 minutes. The timer resets to 11:11 and counts down. The customer indicated that no erroneous results were reported. Incorrect centrifugation speed or time during testing. If undetected, may lead to erroneous test results.

Manufacturer narrative:
Ocd customer technical services (cts) advised the customer to stop using the centrifuge, however, the customer continued to use it. Cts provided the centrifuge part numbers to the customer since the centrifuge was out of warranty. The customer indicated that their purchasing department would order the part or a new centrifuge. This customer has not logged any complaints against this centrifuge since the incident. Incident is isolated. (B)(4).